Manufacturer narrative:
E1 phone number: (B)(6).

Event description:
It was reported that the cassette was leaking. There was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.